Event description:
Medtronic received information that during use of an mc2 two stage venous cannula, it was noted that the 1/2 connector connection part was loose. The issue was noted when connecting to the cardiopulmonary bypass circuit, immediately after the product was inserted into the patient. The connection part of the connector was cut short and was connected to the cardiopulmonary circuit, and it was squeezed with a tie gun, then it was used to complete the procedure without any issue. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: visual analysis: visual inspection shows the 1/2 connector was not returned with the device. Reason for return was undetermined. Conclusion: after investigation at medtronic, complaint is unconfirmed for the 1/2 connector being loose on the cannula body. The returned product had been cut on the cannula body end and analysis of the altered device would be unable to confirm any issues with the connector end of the cannula being out of tolerance. It is unknown what may have caused this occurrence. The device history record was not reviewed as returned product analysis found no evidence of manufacturing issues with the returned device. Complaints received from february 2020 through march 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.